Event description:
(B)(4) study. Same case as MDR#2134265-2013-03594, 2134265-2013-03598, and 2134265-2013-03599. It was reported that post a stenting treatment procedure, the patient died. In (B)(6) 2008, the patient presented with stable angina (ccs classification: 3) and cardiac catheterization was recommended. The 90% stenosed, 8.0 x 2.25mm target lesion was located in the 3rd obtuse marginal branch (om). The target lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent, with 0% residual stenosis. In addition, a 90% non-target lesion located in the saphenous vein graft to 1st diagonal was treated with placement of taxus express 2 stent. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2009, a lesion located in mid right coronary artery (rca) was treated with placement of taxus liberte and promus stents. In addition, a lesion located in an unknown graft to the 1st diagonal was treated with placement of a promus stent. In (B)(6) 2012, a lesion located in proximal rca was treated with placement of an ion stent. In addition, a non-target lesion located in 1st diagonal was treated with placement of promus stent in (B)(6) 2013, the patient presented with extreme shortness of breath and palpitations. The patient was diagnosed with "cardiomyopathy end-stage" and died ten days later. Cause of death was ¿cardiomyopathy end-stage¿.

Manufacturer narrative:
(B)(6) device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was previously reported that the patient died from end-stage cardiomyopathy. Now it is reported that the patient died from progressive shortness of breath secondary to congestive heart failure and chronic obstructive pulmonary disease.

Manufacturer narrative:
(B)(4).